Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery an ophthalmic system would not exhibit ultrasound. The issue did not resolve after retesting and replacement of the ultrasound handpiece. The machine was switched to complete the surgery. No impact on the patient.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Service history was reviewed for the system. A service record (sr) relevant to the reported complaint was found. As per the service record, manufacturer representative (mr) performed an on-site assessment and replicated the reported event. To resolve the issue, the mr replaced the nonconforming module then found the system to meet manufacturer specifications per service test procedure (stp). Based on the results of this investigation, the reported event was confirmed and replicated. The root cause of the reported event is attributed to the nonconforming ultrasound (u/s) controller printed circuit board (pcb) and footswitch. As a correction, manufacturer representative performed an on-site assessment of the equipment and replaced the nonconforming u/s controller pcb and footswitch. Actions taken per the sr resolved the reported event. This complaint has been reviewed and based on a low occurrence rate; it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).